Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "dirt" was found inside the bd plastipak¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "internal dirt in the 5ml syringe."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9297804. No quality notifications were observed related to this incident. The sample evaluated in the photo shows dirt on the outside of the cylinder and shows no dirt on the plunger, which indicates that the problem occurred during the molding process. In the molding process, when there is maintenance on the mold due to interventions and failures in the process, it is common to have residual oil and grease. As this is a problem already known and inherent to the process, it is already established that the disposal of several product cycles must be carried out before releasing the machine for production, in which there must be done a visual check on the quality of the parts to guarantee that there is no more residual oil or grease. .

Event description:
It was reported that "dirt" was found inside the bd plastipak¿ syringe before use. The following information was provided by the initial reporter, translated from portuguese to english: "internal dirt in the 5ml syringe."